Event description:
It was reported that during a radiofrequency varicose vein ablation procedure using the cf7-7-60 closurefast 7f 60cm catheter, the catheter coil was burnt/melted/bubbling. The radiofrequency generator displayed a "low impedance" error when the fiber was damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID radiofrequency generator (serial: unknown); product type: 0671-venous insufficiency -serial; implant date n/a; explant date n/a image analysis: two still images were returned for analysis.in the images provided the closurefast device can be seen, melting can be seen on the distal end of the closurefast catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: issue occurred during the procedure during treatment of the saphenous vein. IFU (instruction for use) was followed during preparation, procedure, post-procedure, the lumen was flushed prior to use, tumescent infiltration was utilized and compression was being applied when the issue occurred. Lidocaine anesthesia was used. It is unknown how many cycles were delivered. Another closurefast catheter was used to complete the procedure. No additional treatment was required and no patient symptoms or complications associated with this event. The vein closed. The radiofrequency generator (serial: (B)(6)) has been used successfully since the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.